Manufacturer narrative:
Additional code added to section h6 evaluation code - result h3: device evaluation summary: the medtronic service personnel (sp) inspected the ventilator a replaced the direct current (dc) - dc printed circuit board (pcb) with new one and updated the software. Sp also replaced gui (graphical user interface) cpu (central processing unit) pcb due to burnt residue from dc-dc pcb and flashed the software to it. Performed all calibrations and pvt (performance verification test). The ventilator passed all tests and calibrations and was returned to the customer. The dc-dc pcba was returned for failure investigation. On visual inspection, it was found c83 capacitor damaged which was unsafe for installation in a test ventilator. This issue is likely due to a faulty c83 capacitor. Failure modes with this, and similar capacitors, have been addressed in an internal investigation. The gui cpu also returned for failure investigation. The analysis found the residue on the gui board is consistent with the damaged capacitor on the adjacent dc-dc converter board. The likely cause of the event was isolated to damaged c83 capacitor in dc-dc pcba. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and replaced the direct current (dc) to dc printed circuit board (pcb) and updated the software to the current revision. The ventilator passed all testing per manufacturing specification and was returned to the customer. One dc to dc pcb was received by medtronic for evaluation. The dc to dc pcb was noted to have a damaged c83 capacitor. The receipt condition of the board, with a damaged c83 capacitor, rendered the board unsafe for installation in a test ventilator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, upon powering up, a 980 ventilator failed a power on self test (post) and the exhalation valve "chattered." The ventilator was not in use on a patient at the time of the reported event.